Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01484 / 1825034-2016-04954 ).

Event description:
The legal counsel for patient reports patient underwent an initial total hip replacement arthroplasty in 2002. Subsequently, patient underwent a revision procedure on an unknown date in (B)(6) 2011 due to allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and metallosis. A polyethylene acetabular liner was implanted during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received reported patient was revised (B)(6) 2015 due to instability from recurrent dislocation. The liner and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.